Event description:
Customer reportedly obtained results of approximately 85 mg/dl to 112 mg/dl and approximately 260 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return on suspect system, however, strips are unavailable for return.